Event description:
Customer stated incorrect measurement of k+.

Manufacturer narrative:
There is a known issue on the gem premier 4000 system of falsely lowered k+ results (potential negative bias of 0.6 to 2.0 mmol/l) that can occur during cartridge life on pt blood analysis, leading to erroneous results with potentially severe impact to pt treatment. Recall: a recall has been initiated to notify the field regarding the issue with k+ reporting on the gem premier 4000. This recall action was submitted and will be tracked through the local (B)(4) FDA district office (B)(4). Recall z-2803-2011 through z-2806-2011.